Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose. The customer's blood glucose level was 471 mg/dl at the time of incident. Customer experienced symptoms such as throwing up. Customer did not provide details of treatment of their low blood glucose episode. Customer was advised to change the infusion set, no other troubleshooting was performed. The insulin pump will not be returned for analysis.